Event description:
It was reported that within days of implant, the patient presented to the emergency room after experiencing an episode of syncope. A chest x-ray indicated that the right ventricular (rv) lead had moved. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.